Event description:
Patient reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product", "burst and has pain". Device has been explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: h.6. Device photo evaluation: visual analysis of the photographs a device appears to be intact, along with pink biological tissue, crease flat and wear abrasion. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product", "burst and has pain". Device has been explanted.